Event description:
According to the reporter, preoperatively, the handle would not charge. The handle was placed on another charger with same results. The chargers worked fine with other handles though. There was no patient involvement. Medtronic's initial evaluation of the incident device found internal components revealed battery cells were found to be vented.

Manufacturer narrative:
D10 concomitant product: sigsbchgr, sig power sigsbchgr one -bay charger, (serial (B)(6) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. A review of the system logs showed the vimr, voltage imbalance at rest, bit was set to fail. It was reported that the power pack cannot hold a charge. The reported issue was confirmed. The most likely cause was traced to a component failure. This issue may occurs when the current draw on the battery is low enough to be considered at rest. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition that has no relationship to the reported condition: improper cleaning. Visual inspection noted the oled (organic light-emitting diode) screen was discolored. There were cracks on the external handle housing, which are indicative of using the incorrect cleaning wipes on the device. The product analysis noted evidence that the device was not used as intended. This issue may occur due to improper cleaning or sanitation methods. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir¿*tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.